Event description:
It was reported that the user experienced hypoglycemia with the ilet displaying a low glucose reading of 39 mg/dl, after which the user ingested oral glucose and a donut and noted feeling very hot during the low. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. Symptoms included low blood glucose and feeling overheated. Outcomes included resolution with self-treatment using oral carbohydrates. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.